Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported paramedic visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was seen by paramedics and was diagnosed with blood glucose (bg) values that dropped to 23 mg/dl. The patient had a seizure and lost consciousness. For treatment, the patient was given intravenous (IV) glucose. The pod was worn between 24 and 36 hours on the abdomen. The paramedics left after 20 minutes.